Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) for bladder suspension during a procedure on (B)(6) 2008. According to the patient, six months after surgery, she experienced mesh erosion (specifics unknown). Reportedly, unspecified further medical intervention was required. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.